Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified test strips expire 09/25/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 92mg/dl and 92mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 48mg/dl.